Event description:
It was reported by the customer that the pyxis medstation es system station tower door 2 is experiencing persistent clicking issues, resulting in repeated failures that necessitate ongoing recovery efforts. A customer indicated that there was a delay in the dispensing of medication caused by a malfunction of the drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.